Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient fell out of his tractor, he is a farmer, and dislocated his hip. When the ER was trying to reduce the hip they folded the liner in on top of itself. We then opened up the hip and removed the liner and screws from the cup because they were sitting proud. Screws were implanted at original surgery on (B)(6) 2018. Then implanted a new liner and 40 ts head. Liner was still well fixed even after it was folded on top of itself. Doi: (B)(6) 2019; (B)(6) 2018 (screws); dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The attached photograph could not confirm the reported allegation of dislocation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.